Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2011-04820, 2134265-2011-04821, 2134265-2011-04822, 2134265-2011-04823. It was reported that post a stenting treatment procedure, the patient has experienced returning symptom of angina. Patient had five unknown taxus stents implanted (B)(6) ago. Patient feels "something is clogging up". Patient experiences angina and takes nitro and the pain disappears. Patient was admitted to the ER for chest pain. No additional complications were reported and patent has a scheduled doctor's visit scheduled for (B)(6) to discuss further actions with physician.